Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had a high threshold measurement. The increase was greater than the left ventricular capture management amplitude safety margin. The lead remains in use. No patient complications have been reported as a result of this event.